Event description:
Device exhibited no magnet response.

Manufacturer narrative:
Correction: adding no magnet response to b5 and additional failure to interrogate code in h6.

Event description:
It was reported during in clinic follow up that the pacemaker failed to be interrogated via inductive telemetry and had stopped pacing. Premature battery depletion could not be ruled out. No intervention was reported. There were no patient consequences.